Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. The left anterior descending artery was predilated with a 15mmx2.00mm nc quantum apex balloon. The nc quantum apex balloon was inflated to 11atms and ruptured on the first inflation. The procedure was completed a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed contrast in the balloon and inflation lumen of the catheter. There was no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for 5 minutes with no indication of any leaks or other irregularities. The device was then deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of a balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'not confirmed'. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. The left anterior descending artery was predilated with a 15mmx2.00mm nc quantum apex balloon. The nc quantum apex balloon was inflated to 11atms and ruptured on the first inflation. The procedure was completed a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).